Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and a software investigation was completed. On-site, it was found that the system firmware needed to be reloaded. This was completed and the issue was resolved. No parts were replaced on the system. The software investigation determined that the reported behavior is a known software anomaly. This anomaly is tracked through a software anomaly tracking database, and references to this instance have been added. A full imaging system check-out was completed following this troubleshooting and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a regular scheduled maintenance visit, the imaging system would not fully boot up. The system was reportedly unresponsive, with "system booting, please wait" displayed on the pendant. This occurred apart from any patient involvement. No additional details were provided.